Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited 165 ohms impedance. Intermittent oversensing of t-waves was detected. The sensitivity settings were changed and the lead will be monitored.